Manufacturer narrative:
(B)(4). The device was serviced on-site. A follow-up report will be filed if any additional relevant information becomes available.

Event description:
It was reported that a flogard infusion pump experienced an air in line alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation: the device was serviced at the customer site. A service history review revealed no previous service events were related to the reported condition. The customer reported problem of alarm air in line was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.